Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. Functional testing including the operating currents, unexpected restart error alarm, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests could not be performed due to the cracked, bleeding lcd glass. The following physical damage was also noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump was no longer working: some parts of the screen were blacked out and the display had been blank for three hours and counting. The patient's blood glucose at the time of incident exceeded 200 mg/dl, which she treated with a manual injection. Troubleshooting confirmed that the device was not exposed to extreme temperatures or direct sunlight. The customer was wearing the insulin pump against her body. The customer was advised to stabilize the device at room temperature, but the black screen did not disappear. The customer was advised to discontinue use of the insulin pump and revert to her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.